Event description:
It was reported that cgm displayed error message while customer attempted to use g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform complete pump reset, and successfully completed reset, after which error did not recur and sensor session was started successfully.